Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak package was damaged / defective. The following information was provided by the initial reporter: material#: 309605, batch#: 4312305. Rcc received a complaint via email. Item code: 309605, lot number: 4312305, po: (B)(4), received quantity: (B)(4) ea, defective quantity: two trays. Defective description: one tray of 10ml syringes cracked/damaged, one tray missing product information on seal (see the screenshot from your webpage, circled parts are missed).

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Three samples and three photos of 10ml tray packages (part number 309605) from batch 4312305 were received and evaluated. One tray exhibited a large crack, while the other two packages were missing labeling information, including the batch number, unique device identification (UDI), and expiration date on the tray. Additionally, the three photos received showed the same defects as observed in the physical samples. These conditions are non-conforming with the product specifications. The potential root causes for the package damage and missing label content are associated with the packaging process. Furthermore, a device history record (DHR) review was completed for the provided lot number 4312305. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.